Event description:
It was reported the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to an unspecified reason. The existing ipp was explanted and replaced with a new ipp. The explanted ipp is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.

Manufacturer narrative:
Event updated with additional information. Date of implant provided.

Event description:
It was reported the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to fluid loss. The existing ipp was explanted and replaced with a new ipp. The explanted ipp is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.